Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient in office for follow-up. The right atrial channel had zero atrial sensing and the diagnostics were not populated since around (B)(6) 2019. Ra pacing impedance was around 500 at implant and now 736 ohms at follow up. Home monitoring trends shows a drop in ra sensing around (B)(6). On (B)(6) 2021, lead was explanted due to dislodgement because of twiddlers syndrome. Should additional information become available, it will be added to this file.